Event description:
The pt underwent laparoscopic colon cancer resection on (B) (6) 2008. End to end anastomosis was performed using the car. Pt was re-admitted on (B) (6) due to abdominal pain. The pt was re-operated on (B) (6), 6 days post operation. The ring was found to be detached and there was evidence of peritonitis. A colostomy was created that was planned to be re-connected in 4 months.

Manufacturer narrative:
This report is submitted on behalf of the MFR ((B) (4)) and the importer ((B) (4)). Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The production history files was reviewed and indicated that the device was released according to the product specifications. The ring was returned and evaluated. No failure was detected and the ring was found to be within its specification. The device was used without proper training, and without permission from the company. Using the device without training likely contributed to the anastomotic failure. The cooperation with the local distributor who was responsible for this occurrence was terminated. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices and the current cumulative leak rate found with the use of the car device is within the range reported in the literature for anastomosis devices.